Event description:
The pt's back started hurting along her spine where her implantable neurostimulator was located following an MRI. The pt's head was scanned during the MRI. Stimulation was turned off before the MRI. The pt's pain was so bad during the MRI that the procedure had to be stopped after 10 minutes so that she could take 3 pain pills. The MRI was completed after this stoppage. The pt was experiencing a "painful sensation that is different than what she experienced pre-MRI." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).